Event description:
A distributor reported that a customer's pump screen was cracked, rendering the touchscreen unreadable and unresponsive. The blood glucose level was recorded at 180 mg/dl, indicating no adverse impact as it was within the normal range. The customer was expected to return the device for further inspection and a replacement pump was assigned with a new serial number.